Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator 4 was exhibiting 319 error. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the logs and found error 319 pointing to the universal surgical manipulator 4 being disabled. The customer was advised to perform a hard power cycle, but the reported event was not resolved. The customer elected to proceed with the surgical procedure without the usm 4. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the surgical procedure was completed using a three-arm system configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The universal surgical manipulator (usm) was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a patient cart fixture test platform (pftp) where check all boards present and fiber test were found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was unable to be aba tested due to severe damage but was verified to be the source of the fault by installing a golden fiber. Root cause is attributed to rolling loop fiber assembly.

Event description:
Refer to h11 for follow-up information.